Manufacturer narrative:
Continuation of d10: product ID: tm91d0, serial# (B)(6), product ID: a620, serial# unknown, product type software medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. For some reason the communicator either had not been paired with the handset yet or it somehow became unpaired because they saw the 'select communicator' screen when they opened the dbs therapy app. The patient selected the communicator and pressed 'continue,' but the app would not respond when the patient tapped on 'scan code.' The patient could see that 'scan code' was highlighted, but the app would not respond. Agent had the patient close out of all apps and re-open the dbs therapy app, which resolved the unresponsiveness issue. The patient mentioned that the communicator would not power on when it was unplugged, and they could not find the micro-usb cable that came with the communicator. The patient ended up using the micro-usb cable that was plugged into the dock, and confirmed the communicator began to charge. Once the communicator was plugged in and charging, the patient was able to successfully scan the qr code of the communicator and it paired with the handset the patient then saw the 'set up links' screen, indicating that the ins was never linked with the handset or somehow became unlinked. When the patient tried to link the ins, the app got stuck on the 'searching for device' screen. The patient confirmed the communicator was positioned directly over the ins, and they had no issues charging the ins with the wireless recharger. The patient said they charged the ins fully on wednesday. Agent had the patient unplug the communicator, but it would not power on while it was unplugged. The patient mentioned that they had never charged the communicator until today. Agent reviewed that the communicator battery level was likely too low to power on or communicate with the ins, so agent advised the patient to allow the communicator to charge overnight and try powering it on tomorrow morning after unplugging it. Agent advised the patient to call back to request a replacement communicator if the communicator still does not power on when unplugged after charging it overnight. Additional information was received from patient repeated same issue with communicator as previously noted. Patient was not able to turn communicator on, agent had patient plug communicator in and patient reported seeing a green light. Patient attempted to connect to ins and again saw the set up links screen and then searching for device screen. Patient was able to confirm ins was charged during the call. Agent had patient attempt a hard reset of communicator, but communicator was unresponsive. Patient mentioned they had been in the hospital for heat exhaustion and when they got home they realized their therapy was off and they wanted to turn therapy back on. Patient mentioned during the call that their hands were shaking. Patient also said they had a MRI and CT scan while in the hospital. Replacement communicator requested. Patient called back and stated they received their new communicator, but they need assistance setting it up. Patient stated that their communicator was not charged at the time of the call so they will need to charge it and call back. Agent gave patient pats hours. The patient called back and repeated information from the follow up note on (B)(6) 2025 regarding the therapy turning off "somehow" last week, and mentioned again that they had an MRI and two CT scans. The patient wasn't sure if the MRI or CT scans somehow turned off the therapy. The patient repeated that they had an issue with the communicator which resulted in it getting replaced. The patient confirmed they had the replacement communicator, but they needed assistance identifying which communicator was the new one before they could attempt to turn therapy on. Agent assisted the patient in identifying the replacement communicator. Agent assisted the patient in pairing the new communicator to the handset and linking the ins to the handset. Patient confirmed they were able to connect to the ins and turn therapy on. Ins battery level was 100%. Patient did not require further assistance.